Event description:
During an assessment by registered nurse, a cuff leak was detected as the patient was able to speak over the tube. The endotracheal tube was exchanged by the md. No known patient harm at this time.